Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not attached" error. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was received for repair. Cassette not attached error was present in event history. No prior service history. Functional testing was performed and alarmed cassette not attached properly when attached. Replaced latch flex cable and latch lock mechanism. Device recognizes cassette attachment. Performed verification testing and device passed all test criteria. Updated software.